Manufacturer narrative:
Additional info has been requested. Subject device is not implanted or explanted. The investigation could not be completed, no conclusion could be drawn, as no product was received. A device history record has been requested.

Event description:
Status post lengthening device implantation third and fourth metatarsal: pt went to lengthen the mini lengthening apparatus and it would not turn to lengthen. Pt returned to surgeon and he replaced the lengthening device, the k-wire was not removed.